Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the boroscope confirmed the stent lodged in the biopsy channel. Additionally, foreign material was found at the k-lever & forceps elevator. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the cleaning brush would not go through the channel as there was a stent inside the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The definitive root cause of the reported event could not be established. The event may have occurred by reprocessing conducted by the user. Per the device's reprocessing manual: "precautions: all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and ensure that all surfaces of the distal end are thoroughly cleaned". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.